Event description:
Prior to surgery and during initial set-up, rn informed writer cassette would not fit into unit. Two attempts were made with two different cassettes from the same lot. Both were returned and filed as separate incidents and mdrs. This was the first cassette opened for this procedure that was not accepted by the unit. A third pack was opened. Procedure set-up continued with no delay in surgery nor any adverse effect on pt.